Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 a lot history review is not possible because the batch/serial/lot number is unknown. The device was returned for evaluation but the investigation is unavailable at this time. A supplemental report will be forwarded when new information becomes available on tis complaint case.

Event description:
It was reported that the prograv 2 valve was not working yesterday. The device was removed from the patient. There was no reported harm to patient.

Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the valve were observed through the visual inspection. No significant deformations or damages were detected. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake functions fully operational and the braking force is within the given tolerance. Computer controlled test: to test the opening pressure, we used a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The pro gav 2.0 valve is not operating within the acceptable tolerance. Results: we have dismantled both the valves. Inside the valves we have found significant deposits of substances (likely protein). Based on out investigation, we confirm that the shunt system is overdraining, likely due to the build up of proteins observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc therapy by shunt implants.